Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides an annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte® nurse call system also has an option for secondary notification calls to customer provided third-party products (e.g. Cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. The nurse call system secondary notification provides visual and/or audible event alert notification via customer designated nurse call communication devices. The location of these devices can be at a specific location or locations within the facility such as a nurse console located on nursing specific unit, nurse console in pbx department, a staff station located in a break room or hallway, mobile phones, etc. The notification routing of calls is configured with naming convention, audio and /or visual displays based on the customer preference/request at the time of initial integration. Technical services troubleshooted the issue and advised the customer to replace the bed connector cables to resolve the issue. No further information has been received from the customer regarding the issue. Although there was no adverse event reported and the root cause of the reported issue was not confirmed, if the bed exit did not annunciate, it could lead to a serious injury or death. Baxter is reporting this alleged malfunction.

Event description:
The customer reported bed alarms in all the patient rooms are not ringing to the phones or the hallways when they go off. There was no patient/user injury reported. This incident was captured under complaint ref # (B)(4).

Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides an annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte® nurse call system also has an option for secondary notification calls to customer provided third-party products (e.g. Cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. The nurse call system secondary notification provides visual and/or audible event alert notification via customer designated nurse call communication devices. The location of these devices can be at a specific location or locations within the facility such as a nurse console located on nursing specific unit, nurse console in pbx department, a staff station located in a break room or hallway, mobile phones, etc. The notification routing of calls is configured with naming convention, audio and /or visual displays based on the customer preference/request at the time of initial integration. Troubleshooting with the customer into the reported issue is on currently going, all relevant information received during the course of the investigation will submitted in a supplemental report.

Event description:
The customer reported bed alarms in all the patient rooms are not ringing to the phones or the hallways when they go off. There was no patient/user injury reported. This incident was captured under complaint ref # (B)(4).